Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.

Event description:
Add'l info provided by the surgeon indicates that the wound was enlarged to allow removal of the intraocular lens after the haptic was damaged by the delivery system cartridge.